Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the device fell off event. The device (B)(4) functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that today v-go fell off after shower. The patient stated that this happened after 5 hours. The patient was drying herself with a towel and v-go got loose. The patient wears v-go 20 on her abdomen and changes sites and mentioned has some scars on her abdomen. The patient was advised to avoid wearing v-go over those scars. The patient confirmed that she did not touch the adhesive pad before attaching v-go. The patient confirmed that the infusion site was free of oils, lotions and excessive hair. The patient confirmed that she prepared the infusion site properly.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the device fell off event. The device (B)(4) functions were tested, and no issue was observed. Due to the used condition of the foam pad, the original adhesion properties could not be verified. The complaint about this device could not be confirmed.

Event description:
The patient reported that today v-go fell off after shower. The patient stated that this happened after 5 hours. The patient was drying herself with a towel and v-go got loose. The patient wears v-go 20 on her abdomen and changes sites and mentioned has some scars on her abdomen. The patient was advised to avoid wearing v-go over those scars. The patient confirmed that she did not touch the adhesive pad before attaching v-go. The patient confirmed that the infusion site was free of oils, lotions and excessive hair. The patient confirmed that she prepared the infusion site properly.